Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump suddenly alerted and there was noting on the display. The customer replaced the battery and stuck button alarm occurred for a few seconds and the display went blank again. There was a crack on the battery compartment of the insulin pump from the back to the front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.